Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that a cpg valve and the pump speed control board contained loose wiring. Following securement of the wires, the device passed inspection and is fully operational.

Event description:
Customer reports device would not receive flow through the cpg lines, but patient lines work and was failing the "pump" portions of the self-test.